Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump had a no delivery alarm while giving a bolus. The customer removed the set and the cannula was bent. Troubleshooting was performed and it was noted that the customer's blood glucose was 400 mg/dl. The customer treated with an injection of insulin. The customer declined to troubleshoot for the high blood glucose. The insulin pump was not returned for analysis.